Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause was unknown. No surgery was planned at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing an error message on the remote and she could not bypass it and turn stim on. The patient sent the rep a picture of the screen and it was the end of service message after only 2 years. The patient said she was able to bypass the message for a few months, maybe 3-4 months, but the patient can no longer bypass it and turn stim on. The patient was going to follow up with their hcp to discuss next steps. No further complications were reported.